Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "bacteria residing in the hands and mouth¿. It was reported that the patient was hospitalized and treated with unspecified treatment for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.